Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in bacterial peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The breach in aseptic technique was further described as the patient did not wear a mask and the patient did not close the door to the room where peritoneal dialysis was being performed. On unknown date(s) beginning in the same month as the onset, the patient was treated with vancomycin (route, dosage, frequency, and duration not reported) for the bacterial peritonitis event. Antibiotic treatment with vancomycin was ongoing. Dianeal therapy was ongoing. The patient was recovering from the bacterial peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.